Event description:
Primary IV tubing came apart at port above the pump. Appears to be a manufacturer flaw. Tubing slid apart out of itself. IV pump alarmed with "air in line." Pictures of malfunctioning supply available.